Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic spleenectomy procedure. Reportedly, the instrument would not fire. The surgeon reloaded the instrument and it would not cut. A new instrument was used to complete the procedure. The hospital has reported no pt injury occurred.